Event description:
Rv (right ventricular) under-sensed beat during a paced beat on episode #25 recorded on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).